Event description:
It was reported that a ventilator had an erratic upper display. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the lower graphic user interface (gui) liquid crystal display (lcd) panel, which resolved the issue. Additionally the fse performed a maintenance service on the ventilator. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). Additional information was received that stated this event occurred while the ventilator was going through the power on self test (post). There was no patient involvement. This event no longer meets the requirements for reportability.